Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 21.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the ace68 was kinked. If the device is forcefully removed from the packaging at extreme angles or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that a penumbra system ace68 reperfusion catheter (ace68) shaft was broken upon removal from the package. The damage to the ace68 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ace68 and a stent.